Event description:
During the procedure bands one and two on the ligator fired, but slipped off the varices. A click was heard when firing band four, but the band did not deploy. M.d. Fired band five and band four deployed with band five. Hospital did not know which lot number was used. Rep is sending in one each of three lot samples that the hospital is using. Rep states that m.d.s are experienced users of 000608. Patient was kept in hospital.